Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: external control system failureadditional text: has signal line fracture, so no fill signal on tlc.specific component(s) involved: driveline malfunctionadditional text: pt unable to maintain auto mode due to fracture in ivad signal processor.other component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : pt placed in fixed mode; diagnostic testing completed with thoratec corporationimplant device type: lvadmalfunction device type: